Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to corroded keypad traces. Device had cracked case at the display window corners, reservoir tube and battery tube threads, minor scratched display window and missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call that the buttons on the insulin pump were not responding. The customer stated she was unable to deliver insulin due to the keypad issue and her blood glucose was high at 428 mg/dl. No significant events leading to the keypad issue. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.